Event description:
It was reported that during a procedure using a fast fix 360, the t2 anchor could not be deployed properly. It was necessary to remove both t1 and t2 anchor and complete the procedure using a backup device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual assessments of the device showed no t¿s or suture remain on the insertion needle. T¿s and suture were returned and were tied onto the handle. Examination of the t/suture construct showed the distal end of t1 is missing and t2 has been damaged at its proximal end. The insertion needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling and would not function as intended due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the device history records was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).